Event description:
The manufacturer representative (rep) reported that the patient fell and they think their implant was beeping after. It was later reported that the beeping resolved on its own. There was a report that the cause of the beeping was "not the implantable pulse generator cause unknown." Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.